Event description:
It was reported that the patient presented for an in clinic follow up. Upon review, it was noted that the right atrial (ra) lead exhibited episodes of over-sensed noise resulting in inappropriate automatic mode switch (ams). No intervention was performed. There were no patient consequences.